Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with hysterectomy/bso, extraperitoneal colpopexy, anterior and posterior colporrhaphy and cystoscopy due to uterovaginal prolapse, cystocele/rectocele, sui and weakened pubocervical fascia. It was reported that the patient underwent robotic assisted laparoscopic sacral colpopexy and diagnostic cystoscopy on 10/29/2012 due to enterocele/vaginal vault prolapse and slowing of urinary stream. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent surgical procedure on (B)(6) 2012 and restorelle (coloplast) was implanted, due to enterocele, vaginal vault prolapse and slowing of urinary stream. No additional information was provided.